Event description:
Gastrointestinal perforation [gastrointestinal perforation]. Case description: this case was reported by a non-health professional via call center representative and described the occurrence of gastrointestinal perforation in a (B)(6) male patient who received denture cleanser (japanese 5 minute polident (enzyme with sodium percarbonate)-mfc51009) tablet for an unknown indication. On (B)(6) 2022, the patient started japanese 5 minute polident (enzyme with sodium percarbonate)-mfc51009. In (B)(6) 2022, an unknown time after starting japanese 5 minute polident (enzyme with sodium percarbonate)-mfc51009, the patient experienced gastrointestinal perforation (serious criteria gsk medically significant). On an unknown date, the patient experienced accidental ingestion of product. The action taken with japanese 5 minute polident (enzyme with sodium percarbonate)-mfc51009 was unknown. On an unknown date, the outcome of the gastrointestinal perforation and accidental ingestion of product were unknown. It was unknown if the reporter considered the gastrointestinal perforation to be related to japanese 5 minute polident (enzyme with sodium percarbonate)-mfc51009. [Clinical course]: on (B)(6) 2022, the patient mistakenly ate japanese 5 minute polident (enzyme with sodium percarbonate)-mfc51009. The manufacturing number was unknown. In (B)(6) 2022, the patient experienced perforation of the digestive tract (serious criteria gsk medically significant).

Manufacturer narrative:
Argus case ID: (B)(4).